Manufacturer narrative:
Investigation results: summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Four retained samples of the protector and injector were evaluated. Upon visual inspection of the retained samples, no visible defects were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Fragmentation testing results of the manufacturing process of this lot number and of the retained samples were acceptable. Based on the quality team's investigation, the root cause of this incident cannot be determined. Conclusion: the customer complaints about foreign matter after preparing the drug. Taking into account the description, coring cannot be discarded. No pictures or samples are available. Fragmentation test results during manufacturing process are acceptable ((B)(4), assembly lot#7236444; (B)(4), assembly lot#7263459). Fragmentation results for retained samples are acceptable as well. No defects were found in retained samples (injector and protector). No qn's have been found in injector DHR. One qn related to burrs in the protector housing was found during protector DHR review. The burr was located in expansion chamber: (B)(4) pieces were inspected. The defect was found in (B)(4) which were discarded. No burrs found in retained samples. Taking into account the position of the bur, it doesn't seem likely that a possible burr fell down into the vial. It is not considered the root cause of the defect. The root cause cannot be established. Foreign matter the customer complaints about foreign matter after preparing the drug. Taking into account the description, coring cannot be discarded. No pictures or samples are available. Four retained samples of protector (and also injector, related complaint (B)(4)) are taking for evaluation. Visual inspection shows no defects. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 (current version) describes all the rules and instructions to follow before entering the phaseal area. Make up and jewelry are not allowed, special clothes and shoes are used inside the area, hair (a beard, in case) are covered. Assembly machines are capsulated and flow cabinets are used for the visual inspection and re-process of the material. Clearance and cleaning of the assembly lines are performed according to ph-006 and ph-007 (current versions). Maintenance of the lines is performed in a weekly basis. Clearance of the packaging line is performed according to ph-010 before starting a new lot and cleaning equipment is performed according to ph-014 (current version). On the other hand, maintenance of the packaging machines is performed monthly to ensure the correct cleaning and functionality of the machines. Visual inspection of the final product is performed according to ph-307 (current version). Related to coring, phaseal cannulas are designed to reduce this tendency. Different factors impact on coring, and it can come from the membrane but also from the rubber stopper (vial/ infusion bag). If coring comes from membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the cannula, it could provoke membrane fragmentation. Materials: cannula. See below. If coring comes from rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: cannula. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the connector because of the rubbing with the stopper of the vial/infusion bag may cause detachment of particles from the cap. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Root cause: the root cause cannot be established.

Event description:
It was reported there was foreign matter "clear floater" was found in a braun non-dehp bag after injecting the drug with a bd phaseal¿ protector p55. There was no report of exposure, serious injury or medical intervention.